Event description:
One day post procedure it was noted on echocardiogram a trivial (no size estimate) pericardial effusion. No intervention was required. Patient was released the next day. No other complications. Patient condition is fully recovered, patient prognosis is excellent. The incident is possibly procedure related. There is no alleged device malfunction.